Event description:
Patient underwent catheter ablation for atrial fibrillation on (B)(6) 2015. The patient tolerated the procedure well, and there were no adverse events. Patient was then hospitalized (B)(6) 2016 for tikosyn initiation. Then, on (B)(6) 2016, the patient was admitted for air embolism to brain, which was identified on a head CT. This embolism was suspected to be caused by an atrioesophageal fistula. That same day, the patient had a procedure done to repair the atrioesophageal fistula along with a partial esophagectomy. Further review of head CT showed that the patient had severe right sided and moderate-severe left sided stroke. On (B)(6) 2016, the patient died.